Event description:
Patient complaining about severe pain after the implant. This lead is showing very low impedance. Lead explant is planned. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.